Manufacturer narrative:
(B)(4). D10: cat# 00877503602 lot# 3133330 bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, cat# 00620205422 lot# 65618053 shell porous with cluster holes 54 mm, cat# 00625006520 lot# j7375817 bone screw self-tapping 6.5 mm dia. 20 mm length, cat# 00625006530 lot# j7246059 bone screw self-tapping 6.5 mm dia. 30 mm length, cat# 00771300700 lot# 65618572 modular femoral stem press-fit plasma sprayed cementless size 7.5. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The surgeon attempted to do a closed reduction initially; however, the surgeon was concerned for persistent instability. Subsequently, the patient was revised approximately 2 years later due to pain, instability, subluxation, and dislocation. During the revision noted the polyethylene was fractured. The head, neck and liner were exchanged without complications. The stem and shell remained implanted. Attempts have been made, and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6: h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed and identified the following: patient had a initial tha. Patient reported increased pain when bending down. Radiographs show subluxation of head. A further follow-up should dislocation. Patient had a revision. Hip was noted unstable and subluxed but not fully dislocated. Head and neck were well fied but explanted. Liner had a fracture found at the posterior rim. Remaining part of liner was well fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.